Event description:
Hosp emergency room personnel responded to a expectant auto accident victim transferred by ambulance from the scene. The pt was then transferred to the hosp operating room. At some point, the pt's chest was opened. As previously documented in medwatch MFR report #3015876-2000-000326 and according to the rptr, a lifepak 12 defibrillator/monitor would not deliver energy through the device's spoons to the pt's heart. The device in this report was called for as a backup, but, according to the report, it would not not transfer energy until approx the fourth attempt with another operator. The pt was not resuscitated.